Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There had been an air detected in cassette warning prior to finding a leak. The spouse called into technical services and was told to call the pd nurse and let the nurse know about the leak. When the spouse cancelled the treatment fluid was then discovered. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There had been an air detected in cassette warning prior to finding a leak. The spouse called into technical services and was told to call the pd nurse and let the nurse know about the leak. When the spouse cancelled the treatment fluid was then discovered. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The patient is using the same cycler.